Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured due to calcification. The device was completely removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.